Event description:
It was reported that x-ray showed the lead had lost some slack as well as the device appeared to have drifted down. During lead revision, the device was found to have broken suture sleeve and appeared to have been improperly sutured in the first place which was probably responsible for the device drifting and pulling back on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).